Event description:
It was reported that the stent was partially deployed when the packaging was opened. An 6mm x 80mm x 130cm innova vascular self-expanding stent was chosen for a superficial femoral artery (sfa) angioplasty and stent placement, to treat peripheral artery disease. During preparation, the packaging was opened and the stent was partially deployed. The device was disposed of and another innova was used successfully. No patient complications were reported.